Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code was found in the ventilator's downloaded error log. The device's interface was replaced to address the issue. Additionally, the o2 housing, filter duct, base enclosure, and top plate were replaced due to cosmetic damage. The device passed run in testing.